Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with pre-op diagnosis: l3-4 and l4-5 herniated nucleus pulposus. The patient underwent procedure: l3-l4 laminectomy, l3-4 and l4-5 posterior lumbar interbody fusion, pedicle screw fixation l3, l4 and l5 with posterior spinal fusion at l3, l4 and l5 done under general tracheal anesthesia. Per op-notes: bmp was prepared with saline and was cut into small bits and these were placed in disk space and some bone autologous graft also from the patient's spinous processes and lamina which were processed in bone mill was also placed in disk space along with the bmp. Globus expandable cages were then inserted, these were expanding from 8-12mm, 22mm in length. A long piece of bmp along with some bone autologous graft was placed in gutters on either side posterolaterally for a posterior fusion. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.